Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the brachial artery. The 80% stenosed, 13x6mm, eccentric, de novo target lesion was located in the severely tortuous and severely calcified renal artery. A 5x120x120 epic¿ stent was advanced to treat the lesion. However, during deployment, dissection was noted. To cover the dissection, another of the same device was implanted. The procedure was then completed. No further patient complications were reported and the patient's status was stable.